Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited loss of sensing. The patient was asymptomatic. No intervention was performed. No further information was available.

Event description:
New information on (B)(6) 2017 stated that the device was explanted on unknown date. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.